Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was programmed off. As of this time, this ICD remains in service. No additional adverse patient effects were reported. Subsequently, this ICD was explanted and replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was programmed off. As of this time, this ICD remains in service. No additional adverse patient effects were reported.